Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during cataract surgery, the iris went into the phaco tip angle and half of the nucleus fell back into the vitreous. The surgeon indicated having concern with system pressure changes. Additional information has been requested.

Manufacturer narrative:
A company clinical analyst reviewed this case and stated the following: ¿the surgeon reported having pressure change concerns using his new system. It was reported that the capsulorhexis had been performed and during hydrodissection, the iris went into the phaco tip angle and half of the cataract lens floated back into the vitreous. No further information has been received. The system operator¿s manual contains instructions for proper prime and setup. The system graphical user interface also prompts the user through all of the steps required to prime and tune the phaco handpiece appropriately. There is no evidence that the design or manufacturing of the system contributed to the reported event.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).